Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two shocks with the quick convert feature for a rhythm in the ventricular fibrillation (vf) treatment zone. Technical services (ts) was contacted to review the episode. Ts noted that the patient was in atrial fibrillation (af) at the time of the episodes, however the rate fulfilled the ventricular fibrillation (vf) zone, wherein no supraventricular tachycardia (svt) discriminators are available. Ts recommended reprogramming the treatment zones to better discriminate what may be svt in the future. The health care professional (hcp) also suspected oversensing on the right ventricular (rv) lead channel and requested further ts review. The device remains in use, and this investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information received indicates ts stated that there was no oversensing. Ts explained what was occurring on the questioned electrogram (egm). Ts also stated that they could not determine if the rhythm was atrial or ventricular driven when the shock was delivered. The device remains in use. No additional adverse patient effects were reported.